Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit for their low blood glucose levels. Customer's blood glucose levels at the time of emergency room visit was below 40 mg/dl. Customer stated that they were treated with food and orange juice. Customer stated that they were unconscious, and stated that the paramedics were trying to get into his residence for about an hour. Customer stated that they were taking two types of insulins and believes one of the insulins kicked in at the wrong time causing low blood glucose levels. Customer declined to troubleshoot for any malfunctions on the insulin pump. Product is not being returned or replaced.